Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that customer had high blood glucose. Customer stated that the insulin pump was dropped by a staff in the hospital. Customer's blood glucose was 600 mg/dl. Customer declined to do troubleshooting for high blood glucose. Customer treated high blood glucose with needle. Customer stated that customer was hospitalized last (B)(6) 2104 due to concussion, strep infection and elevated blood glucose. Customer's blood glucose was 320 mg/dl. Customer stated that the insulin pump had cracks and chips near the battery compartment. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.